Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The true root cause cannot be identified at this time.

Event description:
The customer reported that during patient use the ventilator's user interface module (uim) touchscreen would not respond to input. The patient was switched to alternate ventilation and there was no harm. The unit was tested for a few weeks with no trouble but then the reported issue was reproduced.